Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 42 in. (107cm) dual port single bladder disposable cuff with plc, part number 60707010700, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2017, it was reported from (B)(6) main hospital that a 42 in. (107cm) dual port single bladder disposable cuff with plc had allowed blood to seep through even after increasing the tourniquet pressure. After the pressure got to 450mmhg, the cuff split allowing a substantial about of blood through. After the cuff placement was adjusted, the issue was resolved. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during a below-the-knee amputation, the surgeon noticed a bit of blood through on the field, therefore requesting that the tourniquet be increase by 50 mmhgs to 400mmhg. From there, more blood was noticed on the field and decided to increase by another 50 mmhg. He then heard a pop and noticed substantial amounts of blood and realized that the tourniquet cuff "split" (meaning that the overlapping/top side of the tourniquet cuff was touching on the patients thigh). The velcro held even through the "splitting" of the cuff. The surgeon deflated the cuff and had the nurses re position with an alternate device to finish the procedure. No additional consequences were reported as a result of this malfunction.